Event description:
The biomed at the customer site reported that a "speaker malfunction" inop was displayed on the intellivue mx400 and no sound was coming from the device despite the replacement of the speaker assembly. The device was in use on a patient. There was no report of patient or user harm.